Manufacturer narrative:
The device has not been received by depuy synthes power tools. If add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from japan stating that there was debris in the sterile packaging. It is unk if the device was used in surgery. It is unk if there was pt/user injury or medical intervention. The date of event is unk. There was no add'l info provided. Report 29 of 30.